Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: weight to the spec, creases flat and white particles in the shell.cloudy and voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.